Event description:
On (B)(6) 2012, the patient reported that her infusion device had shut down and restarted by itself. She became aware of the issue because the infusion device beeped and asked for the battery type. The patient put a new battery in the infusion device, but it again shut down. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.